Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was removed with the helix fully retracted. The setscrew mark is minimal at best and was noted to be very very light. (B)(4).

Event description:
It was reported that the right ventricular lead had high pacing impedance and was possibly fractured. The high impedance was noted to be duplicated during pocket manipulation but was normal throw the analyzer. The lead was explanted and replaced. No patient complications have been reported as a result of this event.